Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was cracked on the front and on the reservoir compartment. The customer also reported that the screen protector was missing and the up button was unresponsive. Customer reported that the device was recently exposed to sweat. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked case on display window corners, missing lcd display window, broken off reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. The insulin pump had an intermittent button response noted during testing due to corroded keypad traces. No battery out limit alarms noted. No moisture damage on motor assembly or electronic assembly noted during visual inspection.